Manufacturer narrative:
Product event summary: the data files and balloon catheter, 2af284 with lot number 35085 were returned and analyzed. The data files showed at least nine applications were performed with the catheter on the date of the event without issue. The failure files confirmed the 50006-system notice ¿blood detection¿ on the date of the event. Visual inspection of the balloon catheter showed some blood in the catheter balloons and inside the coaxial connector of the catheter. The catheter failed the performance test due to #50005 system notice on connection. Pressure test of the outer balloon revealed a leak at the proximal attachment. Dissection of the handle revealed blood in the outer vacuum chamber caused by the leak which also had traces of blood. In conclusion, the reported issue was confirmed through testing. The balloon catheter failed the inspection due to leak at the outer balloon proximal attachment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, a system notice was received indicating that the safety system detected blood in the catheter handle, the injection was stopped and the vacuum disabled. When the catheter was removed from the patient, visible blood was observed in the coaxial umbilical cable. The case was completed with cryo. No patient complications have been reported as a result of this event.